Manufacturer narrative:
Created to update event description.

Event description:
It was reported that during an infusion, cytarabine 220 mg IV in 100 ml was circle primed with texium tubing and inserted into the alaris pump after attaching to patient. Rn adjusted the blue plastic piece above the door channel, when the tubing broke and chemo started spilling. Rn was able to contain spill by clamping red clamp on extension tubing (located between pharmacy facile and cytrarbine bag). During this process, chemo was splashed, rn was fully gowned up with chemo gown, double gloved with chemo gloves, had m95 mask and goggles on, however; a drop of chemo landed on rn's right neck. Rn cleaned up the chemo immediately and following clean of spill, washed neck with soap and water. Chemo was recorded and scheduled to start at 11:00pm instead of 10:00pm start time. There was no harm to patient.

Manufacturer narrative:
No product will be returned per customer. No investigation was performed.

Event description:
It was reported that the rn adjusted the blue plastic piece above the door of the channel, when the tubing broke and chemo started spilling. There was no harm to patient.